Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during anastomosis of esophagus in an esophagectomy, the anvil of the device disengaged. Surgeon used another anvil to resolve the issue. No patient injury.